Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an increase in right ventricular (rv) capture threshold measurements was observed on lead trends.  The rv lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an increase in right ventricular (rv) capture threshold measurements was observed on lead trends.  The rv lead remains in use.  No patient complications have been reported as a result of this event.